Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was not able to be duplicated for broken display, so the original complaint issue was not able to be confirmed. Display appears broken because when unit is turned on it shuts right down. This was caused by high amping. Compressor opening pc board's resistor causing no power to unit. This may have been the reason for the reported issue of a "broken" display, even though the display itself did not malfunction.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.